Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -12.50/2.0/112 (sphere/cyliner/axis) implantable collamer lens was implanted into the patients eye. A lens exchange due to a sizing issue was reporter. Lens was explanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).